Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2011 from a (B)(6) female consumer reporting on self from (B)(6). The consumer was allergic to strawberries and erythromycin. The concomitant medications included birth control pills one tablet daily and unspecified multivitamin one tablet daily. On (B)(6)-2012, the consumer started using two boxes of o.b. Combination packs, one tampon every three to four hours vaginally for menstruation (lot number 1241m2453, expiration date unspecified). On the same day, she noticed that after removal of tampon, several fibers of tampon were left in body. She stated that it was as if the tampons were breaking apart while in use. After one day, she discontinued the device and the outcome of the event was unknown. The report was assessed as non-serious event. The company causality was assessed as possible. Received sample (on (B)(4) 2011) containing o.b. Regular super super plus multipack 40's carton (lot 1241m2453) with 8 sealed o.b. Super tampons, 8 sealed o.b. Super plus tampons and 14 sealed o.b. Regular tampons. The returned sample was visually inspected and 1 tampon (super format-bk) has loose fibers at the base. The retain sample was visually inspected and 2 tampons (super plus format-ck) has loose fibers at the base. A review of the data associated with these complaint categories revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. Based on the investigation results, this complaint is confirmed. This report was considered a reportable malfunction case in (B)(4).